Manufacturer narrative:
(B)(4).a request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. No repairs have been made. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted. A service history review found that the device has not been previously sent into service for the reported condition.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 550 occurred. This condition has the potential to cause an interruption of delivery. There was no patient involvement. There is no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.